Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during surgery, the tip of the device malfunctioned. It was further reported that another device was used to finish the surgery. The surgery was completed successfully.